Event description:
It was noted at a device change out procedure on (B)(6) 2012 that this l v lead had high pacing thresholds - 5.0v @ 1.sms. The lead remains active. Lead was implanted on (B)(6) 2004. The physician at the procedure was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).